Event description:
The complainant reported patient was placed on impella 5.0 EU for hemodynamic support. While on support, the aic (automated impella controller) experienced purge disc/flag issues that were resolved by replacing the aic. No patient harm was reported.

Manufacturer narrative:
The investigation for the reported aic - purge disc/flag issues has been completed. The impella device has been returned for evaluation. Clinical details were sufficient to determine the root cause. The cause of the issue was a defective component. This report is being filed as part of a retrospective review of historical records.